Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, the insulin pump unable to perform the displacement test and occlusion test due to missing retainer and reservoir tube o-ring. Power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specification range. No unexpected power error alarm noted during testing. No unexpected power error alarm noted in the long trace or pump history. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error detected. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.